Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was difficultly drawing up medications due to low suction. The medication would get behind the black stopper and leaked from the syringe while attempting to do an intravenous push. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.